Event description:
It was reported that a venous closure of a common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly with both devices, a cuff miss occurred. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to a 9f and the ablation procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.